Event description:
It was observed that during the device evaluation, the olympus flushing pump exhibited a defective water supply and power indicator did not illuminate malfunction. There was no patient involvement.

Manufacturer narrative:
The device was returned to the regional service center for evaluation and the customer's allegation was confirmed. The device evaluation found the flushing pump had poor water supply. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. The probable cause is a component failure of control panel. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.